Event description:
It was reported that the insulin pump alarmed compromised force sensor system during rewind. Customer stated that the insulin continues to drip during manual prime process. Customer's blood glucose was unknown. Troubleshooting was done. Customer reported that the drive support cap was protruded. Customer also mentioned having a crack by the reservoir compartment. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched display window, cracked belt clip slot, cracked reservoir tube lip, and cracked reservoir tube.